Manufacturer narrative:
Results,evaluation of the product could not be conducted since the product was not returned, however, such a leak could be generated due to damages on the unit such as impact, bad assembly, or defect on the components. The reported complaint could not be confirmed. Conclusions: device not returned. No evaluation will be performed. No corrective action required due to lack of sample and unknown lot number. As a preventative action since (B)(4) 2010, all units are 100% tested for leakage in the manufacturing line in order to confirm that the tubing drain system is free from air leaks. If additional information on this complaint is obtained, or a sample is received, a follow-up report will be sent.

Event description:
The customer reported that "the chest drain may have an air leak. Air leak goes away when the drain is replaced." No patient injury reported.